Event description:
Customer reported not feeling well during breakfast and eating more than normal to elevate blood glucose. Device = 551 mg/dl customer took 5 units of insulin. At 2:04 pm, device = 239 mg/dl. Customer's family member took patient to the hospital. On the way to hospital, device = 153 mg/dl. Hospital device = 74 mg/dl. Customer was kept overnight in the hospital. No other treatment was received. A request was made for return product and replacement product was sent.